Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 600 mg/dl. Troubleshooting was performed and the programming on the insulin pump was correct. The insulin pump passed the prime and high pressure tests. It was reported that the customer has been having problems with bent cannulas recently, but it was not reported that the cannula was bent when the customer was hospitalized.